Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches.insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of more than 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also treated with manual shot. The customer did experienced the symptoms such as nausea, vomiting and abdominal pain and they were also using auto mode feature on insulin pump. The customer was treated with intra venous, insulin drops, fluids and ketones. Based on report customer was alleging that the insulin pump was under delivering. The insulin pump will be returned for analysis.